Manufacturer narrative:
No medwatch report was received. The device has not been returned to biomet. Manufacturing history records were reviewed with no deviations or abnormalities found. No similar complaints for this part/lot number combination have been reported. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that during a total hip arthriplasty procedure, the implant sat up 1cm after broaching. The surgeon attepmted to force the implant, which resulted in the femur fracturing. No further information has been received.